Event description:
According to the reporter, the calibration and other pre-sequence operations of the catheter were normal. After the catheter was placed, the patient was uncomfortable. The patient did not bite the catheter. The operator was careful during the operation and did not see the catheter enter the oral cavity. The electrode was removed and the tip of the electrode was found to be broken. The broken tip of the electrode was inside the patient's body. The break was sharp. At the same time, blood was found on the surface of the electrode. It passed through the nasal cavity to the stomach and the bleeding was within this range. No gastroscopy was done, and there was no specific bleeding site. The event lead to or extend patient hospitalization.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.